Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the customer is not able to clean the instrument behind spring balls. No adverse patient impact, no surgical delay. Seen in cssd.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : visual examination of the returned device can confirm the reported allegation. Foreign substance was found on the device spring balls and overall, the device presents visible stains. The reported condition was confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Dimensional inspection: a dimensional inspection was not performed since it was not applicable to the complaint condition. Device history lot : 1) quantity manufactured: (B)(4). 2) date of manufacture: 11/9/2020 3) any anomalies or deviations identified in DHR: none 5) IFU reference: 090200836 rev. H.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.